Event description:
It was reported to nevro that the patient was explanted. Nevro attempted to obtain additional information regarding the explant but was unsuccessful. There were no reports of device-related issues from the patient prior to the event.